Event description:
It was reported that the system had a generator error and froze up. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power signal board was replaced during the service call. The system was tested and found to be working as intended and put back into service.